Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The user facility reported an adverse event experienced by a patient undergoing a sustained low efficiency dialysis (sled) treatment. The nurse stated that the patient went unresponsive and coded approximately 20 minutes after initiation of the sled treatment. There were no machine alarms generated during this event. The blood within the extracorporeal circuit was returned to the patient, the treatment was ended, and the patient was resuscitated. The patient coded again after being taken off the machine and was resuscitated once more. The patient was already in the intensive care unit (ICU) when the sled treatment was performed. Hospital staff managed the patient and handled the situation. There was no patient blood loss. Additionally, the patient was noted as being severely ill prior to undergoing this therapy. The patient had multiple comorbidities including multiple infarctions, anemia, thrombocytopenia, delirium, fevers, and was on infection protocol. The patient¿s prescription was reported as being 4k, 3.5ca bath (in jug), however, the machine concentrate selected was 4k, 3.0ca. The nurse does not believe that the patient coding could be attributed to the incorrect concentrate settings on the machine. The charge nurse indicated that everything on the machine was set purposely and confirmed that the settings did not change autonomously. The patient¿s current condition was noted as being okay. However, follow-up information was received which revealed that the patient¿s family elected to remove the patient from dialysis treatments. The charge nurse was not able to specify if the patient was in hospice or receiving further medical intervention. Following the event, the machine was evaluated; no machine malfunctions or system deficiencies were identified. The machine was cleared for a return to the floor, and then placed back into service at the user facility without issue. No acid/bicarb concentrate samples are available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
A sample was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A lot history review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. No information was found and no lots were identified during this review, which sought to identify the lot numbers for all bicarbonate collective concentrate products shipped to this account within the selected time frame. As the lot number was not identified by the user facility and since no lot information was identified during the ship history, a manufacturing review was not able to be performed. However, all device history records (DHR) are reviewed and released according to the ¿review and release of device history record¿ standard operating procedure (sop). Product is not released if it does not meet requirements or is nonconforming. Bicarbonate collective concentrate products are manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements. A definitive conclusion regarding the involvement of the product could not be reached without a physical examination of a complaint sample.